Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 436mg/dl. Customer treated with syringes. The no delivery alarm resolved with a set change. Advised customer to call back if issue continues. Customer stated she had received three no delivery alarms in one day. Advised customer to call back when alarms occur. Customer stated her doctor advised to move site, she believes the no delivery alarm is an insulin pump issue and not a set issue.